Event description:
Patient was taken to specials for PICC placement under flouroscopy. When patient returned, x-ray of shoulder to verify placement showed foreign object. CT scan shows 4.2 cm long wire fragment within a branch of the pulmonary artery in the left upper lobe.======================manufacturer response for power PICC, sherlock (per site reporter).======================no reply as of today. Will follow up.what was the original intended procedure?insertion of PICC line for sickle cell crises.device #1is this a laboratory device or laboratory test?no.